Event description:
It was reported that an m. Blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months weight: 9 kgs height: 80 cm gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant position. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are a known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.